Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 800 mg/dl. Reportedly, an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Customer adjusted the auto-off safety feature to address the issue. Additionally, customer reported they were possibly using lantis for insulin therapy; however customer could not confirm the insulin type used. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. No information was provided regarding type of treatment received. Reportedly, the customer was released on 7/14/2021 with the issue resolved and no permanent damage.